Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered that both cartridge chemistry (cc) reaction mixer paddles were scratched. The fse also found dirty cuvettes, a loose reagent syringe, and photometer issues. The fse proceeded to replace the mixer paddles, cuvettes, photometer lamp, and tightened the reagent syringe to resolve the issue. The fse noted that the most likely cause of the discrepant cholesterol result was the scratched mixer paddles. Results: in conclusion, failure mode of the event is attributed to hardware. Although a specific failure mode cannot be determined, replacement of the scratched mixer paddles and other repairs have resolved the issue.

Event description:
The customer reported obtaining false low cholesterol result for one patient sample involving the unicel dxc 800 synchron system. The customer obtained an initial cholesterol result of 5 mg/dl which was 77 mg/dl upon repeat. The initial result was reported out of the laboratory but was later amended. The customer indicated that there was no change or affect to patient treatment in connection with this event. The customer did not provide any information regarding quality control or calibration results. The customer stated that no other patient results were affected but the customer did obtain results which were flagged or suppressed with blank absorbance low (bl), out of instrument range low (dl), and reaction rate low (rl) messages.